Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken / damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 5023063 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c plunger rod was broken / damaged. The following information was provided by the initial reporter: material #309657. Lot #5023063. Verbatim: rcc received a complaint via email. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Correspondence language: english. Cat# of product being complained: bd309657. Description of product: syringe ll tip st 3cc 200ea/bx 4bx/ca. Lot or s/n: (B)(6) complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2025. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): clinician using syringe when plunger of syringe broke into two pieces. Additional information will be sent via separate email. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: (B)(4). Samples available? No. Is customer requesting an rga? No.